Event description:
It was reported that the customer lost consciousness, fell, and hit her head due to hypoglycemia. The customer was hospitalized as a result of her injuries. The customer's blood glucose reading was 41 mg/dl at the time of the event. The insulin pump was damaged during the event, so troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.